Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event and therapy date are estimated. During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested but not obtained. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-30561, related manufacturer reference number: 1627487-2020-30903. It was reported that the patient experienced ineffective therapy. As such, the patient stopped charging the ipg. As a result, the ipg became inoperable and did not communicate with external devices. Reportedly, the patient suffered a fall prior to experiencing ineffective therapy. In turn, surgical intervention took place and unknown date (approximately in (B)(6) or (B)(6) of 2020) wherein the entire system was explanted.